Event description:
On 15/feb/2024, during a follow up (for (B)(6)), a peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis in (B)(6) 2023 and presented with this infection multiple times in a 5-month period. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient initially presented with abdominal pain and cloudy peritoneal effluent fluid in (B)(6) 2023 (exact date not reported). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 2075/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wash hands or wear a mask during pd therapy. The patient was prescribed vancomycin for antibiotic therapy (route, dosages, frequency and during not reported). Over the next five months, follow up effluent cultures and additional wbc count were obtained and tested, presumably in the outpatient clinic. The following laboratory results were reported on these respective dates: (B)(6) 2023, wbc count of 46/mm3; (B)(6) 2023, wbc count of 136/mm3; (B)(6) 2023, wbc count of 1537/mm3 and no growth in effluent culture; (B)(6) 2023, wbc count of 679/mm3; (B)(6) 2023(year mistakenly reported by the pdrn as 2024) wbc count of 187/mm3; (B)(6) 2023, wbc count of 108/mm3; (B)(6) 2024 wbc count of 30/mm3; (B)(6) 2024 wbc count of 27. During hospitalization on (B)(6) 2024, effluent fluid cultures presented with no growth and a wbc count of 5516/mm3. The patient presented with the same abdominal pain and cloudy peritoneal effluent fluid with each account of laboratory testing. It was explained the patient¿s peritonitis persisted from the original diagnosis in (B)(6) 2023 due to the patient¿s noncompliance to his antibiotic therapy regiment. It was reported by the outpatient clinic physician the infectious pathogen(s) would dwell in the patient¿s pd catheter (not a fresenius product) and when the patient refused to take prescribed antibiotics, the infection would flourish and persist. The patient was hospitalized for one night on (B)(6) 2024 with the last known presentation of peritonitis and presumably discharged to home. The patient is recovering from this event as he remains asymptomatic with an additional wbc count laboratory test to be conducted. It was confirmed the patient¿s initial and persisting peritonitis infection due to noncompliance to asepsis, then antibiotic therapy, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It is presumed the patient continues ccpd therapy on the same liberty select cycler at home following this event.